Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron continu-flo solution set was difficult to disconnect from a patient¿s catheter; further described as the customer had to use a surgical clamp in-order to disconnect the set and in the process, the connector broke. At the time of the event, the set was in use on a patient, at a clinic, for an unspecified therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the luer lock connector was broken. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.